Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes indicating alarm speaker failure was observed. The device's display board and speaker assembly were replaced to address the issues.